Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated on the same atellica im analyzer, and the results were elevated. The sample was recentrifuged and repeated in duplicate and the results continued to be elevated. The sample was tested on an alternate method and the result was low. Calibration and quality control (qc) have been within specifications for tnih. The customer mentioned that the laboratory sends the patient report to central lab for review by chemical pathologists. The laboratory has not retained any sample for testing by siemens and cannot advise any impact on patient treatment or outcome. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated on the same atellica im analyzer, and the results were elevated. The sample was recentrifuged and repeated in duplicate and the results continued to be elevated. The sample was tested on an alternate method and the result was low. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
Initial MDR 1219913-2022-00355 was filed on oct 17, 2022 reporting a customer from outside the united states obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated on the same atellica im analyzer, and the results were elevated. The sample was recentrifuged and repeated in duplicate and the results continued to be elevated. The sample was tested on the alternate method and the result was lower than all the atellica im tnih results. Section d8 - was this device serviced by a third party? This question has been updated to "no." Additional information - dec 15, 2022. The customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one male patient serum sample that was low/normal on alternate method 1. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 109.2 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (110.523 and 110.560 ng/l). The sample was recentrifuged and repeated again in duplicate (106.730 and 101.499). This indicates a sample/patient specific incident. The customer also had the specimen run on alternate method 2 which resulted 2.423 ng/l which is below the reference interval (alternate method 2 reference interval: female 10ng/l; male 20ng/l). No sample was available to be sent to siemens for further investigation. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method 1 which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method 1 and/or troponin methods will have similar results.results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.